Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the labcell system and data and checked the decapper module electrical grounding and did not find any issues. The fse also checked for any liquids that might have spilled in the area of the event. A third party inspection agency also checked the customers track for electrical safety and found no issues. The cause of the electrical shock to the operator was unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
The customer reported that the operator obtained an electrical shock when opening the cap waste drawer on the advia labcell system. The operator was transferred to the emergency room and treated for minor injuries to their hands and face prior to being released.